Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. The delivery system was discarded after the procedure. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant procedure, following the initial insertion of the pulmonary wedge catheter the physician determined that it would be necessary to change out the catheter to select a target vessel. The pa catheter was removed and a new catheter was advanced through the right ventricle. At this time, it was noted that the patient was becoming bradycardic. Medications were given as a result. The implant procedure was completed. Additional medications were administered post procedure and the patient was admitted for observation due to continued bradycardia and hypotension. The physician reports the cause of the bradycardia was the advancement of the non-abbott catheter.